Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is not receiving effective stimulation therapy and relief from the scs system. Surgical intervention may be taken to address the issue.